Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The analyst commented that the returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the t-wave oversensing described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The full lead was not returned. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and was explanted and replaced. No patient complications have been reported as a result of this event.